Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board. System operates as intended.

Event description:
Customer reported the system will no boot. No patient injury was reported.